Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set cannula kinked event on (B)(6) 2024 after 3 hours of insertion. Insertion site was abdomen. The first infusion set was in use for less than 48 hours and infusion set 2 was in use for less than one hour. Patient regularly rotate site location. Patient confirm the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).